Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the transfer set was dislodged before opening. This was observed during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.